Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found cracks on the switch box and resin of the distal end of the scope, wear on the angulation wires and switch 4, discoloration of the electrical connector, decreased evacuation capabilities, a chip on the adhesive of the protective coating on the bending portion of the scope, dirt on the objective lens, scope connector, control unit, and up/down angulation knob, damage to the forceps channel port and the suction cylinder, and scratches on the camera cover, scope connector, universal cord, flexibility adjustment ring, grip, scope cover, switch 1, right/left angulation lock, right/left angulation knob, up/down angulation knob, control unit, connecting tube, and objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope was displaying signs of air/water leakage. Inspection and testing of the returned device found foreign material within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor the field performance of this device.